Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2003. (B)(4

Event description:
It was reported that the patient's right ventricular (rv) lead showed elevated impedance, was unable to sense and had no capture. The rv lead was explanted and not replaced as the patient was downgraded to a single chamber implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.